Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue is an approximation. The patient stated they experienced a hyperglycemic event in which they had to go to the hospital. The patient could not remember much of what happened but that the values between the cgm and bg meter were off and while in the hospital, his bg values were in the 300¿s treatment made was not provided. At the time of contact, the patient was doing good. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.